Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia and movement disorders. It was reported the patient noticed her neck was pulling really bad on (B)(6) 2018. The patient also stated she received botox treatments and that her treatment was wearing off. The symptoms were not reported to be related to positional movement. The caller stated they checked her ins and showed that it was off so they turned it back on again. The patient was directed to track her symptoms and if she noticed a change to check the ins status right away and keep track of her activities when her symptoms changed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient called back reporting that they did get 8 coupling bars while charging and they had to charge daily due to their programmed settings. The patient reported that they thought the ins battery was at 50% when the issues occurred. The patient reported that they had no idea what circumstances lead to the reported issue as it had never happened before. The patient reported that they turned the ins back on and that resolved the issues. No further patient complications have been reported as a result of this event.